Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 19993262, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief, bilateral electrical burning sensation in the feet and stimulation that was not in the right area. It was noted that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.